Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2021, 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged from the posterior lateral vein as confirmed by x-ray. It was noted that the helix was distorted upon visual inspection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.